Event description:
It was reported that the customer was hospitalized for high bgs and dka. Also the customer was vomiting, had a virus and diarrhea. Troubleshooting was performed. The insulin concentration, programming, the histories on the pump were accurate. In addition, a fixed prime test was completed and the insulin exited. Instructed the customer to change the site and use manual injections per md protocol.